Event description:
It was reported that two er320's were used during laparoscopic cholecystectomy. It was reported by the affiliate that when the surgeon was going to use the stapler, one of the jaws of the stapler broke. There was no conseqeunce to the pt.